Event description:
After a distal radius surgery, it was found that 3 distal screws were broken.

Manufacturer narrative:
Additional mdrs associated with this event: 3025141-2013-00113, 3025141-2013-00114, 3025141-2013-00115, 3025141-2013-00116, 3025141-2013-00117, and 3025141-2013-00118.